Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-01-06 oc clinical, ((B)(6) hcp): it was reported the patient had an infection caused by the ipg, which resulted in hospitalization. It was unknown what actions/interventions were taken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the infection was at the wound site. Diagnostic testing was done on (B)(6) 2018, which showed the infection. In addition to the infection, there was redness, pain, and swelling at the ins site. The ins was explanted and not replaced on (B)(6) 2018. This resulted in in-patient hospitalization, prolongation of existing hospitalization, an emergency visit and an unscheduled clinic or office visit. The infection was indicated to be possibly related to the device or therapy and related to the implant procedure. The issue was resolved without sequelae on (B)(6) 2018.